Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a recent product advisory regarding sub-pectoral implants with serial numbers oriented towards ribs. No adverse patient effects were reported. No further information is available. The device was retrieved from archive for further analysis testing.